Event description:
New information received notes that the device was explanted and replaced. The patient was stable.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) went into back up mode after patient's electrical storm. No intervention was done. The patient was stable.